Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported temperature alarms not working. The stm reported that pump does not have any user set temperature alarms. After evaluating the unit, the stm could not find anything wrong with the unit.. The cadiosave passed all calibration, functional and safety tests. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that temperature alarm in the cardiosave intra-aortic balloon pump (iabp) does not work. There was no patient involvement, and no adverse event reported.